Event description:
Additional information received indicated that the patient's right ventricular (rv) lead also exhibited a high pacing impedance.

Event description:
It was reported that the patient presented for a pacemaker implant procedure on (B)(6) 2025. After connecting the right ventricular (rv) lead to the device header, the lead became dislodged. Multiple attempts to detach the lead from the header were unsuccessful. As a result, the entire system was removed, and a new pacemaker and rv lead were successfully implanted. The patient remained stable throughout the procedure.